Manufacturer narrative:
Date sent to the FDA: 4/13/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2011. (B)(4) submitted for adverse event which occurred on (B)(6) 2014. (B)(4) submitted for adverse event which occurred on (B)(6) 2016. (B)(4) submitted for adverse event which occurred on (B)(6) 2020.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported the patient underwent hernia repair surgery on (B)(6) 2011, during which the surgeon released the adhesions and repaired the recurrent ventral incisional hernia using an unknown mesh. It was reported the patient underwent hernia repair surgery on (B)(6) 2014, during which the surgeon dissected the adherent small bowel and omental adhesions and repaired the recurrent incisional hernia using an unknown mesh. It was reported that on (B)(6) 2016, the patient underwent hernia repair surgery, during which the mesh was removed and biologic mesh implanted to repair the hernia. It was reported that on (B)(6) 2020 the patient underwent surgery to remove the mesh and repair a recurrent ventral incisional hernia, where the surgeon lysed bowel and omentum adhesions and repaired with and unknown mesh. It was reported the patient experienced nausea and pain. No additional information was provided.